Manufacturer narrative:
UDI not available as product was manufactured before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and pacing impedance, out of range, issue were observed on the rv lead. Capture threshold was increasing and progressing to loss of capture. The patient was dependent. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.